Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 16x3.5mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately calcified mid right coronary artery (rca). Following the insertion of a non-bsc guide catheter and the advancement of an unspecified size pt2ls guide wire, predilation was performed with a 2.5x15mm non bsc balloon catheter resulting to 40% residual stenosis. Subsequently, a 2.75x12mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noticed that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.